Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Concomitant medical products xiitp4385, osseotiteâ® tapered certainâ® prevailâ® implant 4/3 x 8.5mm-lot number: 2016041446. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an implant placed at tooth site #5 in 2017 for hybrid. The doctor noted a fractured screw within the implant and removed the implant.

Manufacturer narrative:
This report is being submitted to relay additional information, corrected data and device evaluation. Correction: d10-the implant item and lot number was updated/corrected to xifnt3210, lot number 2016091056. The following sections are being reported: d10: xifnt3210, osseotite tapered certain implant 3.25 x 10mm, lot number 2016091056. H6: investigation type codes were added: 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One osseotite tapered certain implant 3.25 x 10mm was returned for investigation. Visual inspection identified a fractured unknown biomet screw within the drive feature of the implant. The reported event (fracture screw was confirmed following visual inspection. Based on the evaluation, the device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be performed for the unknown biomet screw since the lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review could not be performed for the unknown biomet screw since the item/lot numbers were not available. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. Based on the investigation and risk file review, the most likely cause is over torquing of abutment screw, abutment or abutment screw subject to occlusal or off-axis loading. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.